Manufacturer narrative:
We have received the device for evaluation and confirmed the failure. The balloon was separated from the catheter. From our investigation, we have found that this type of defect occurs when the lumen is pulled with too much force during the procedure. It is likely the device was pulled too hard causing the balloon to separate from the catheter. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We perform 100% inspection on each device to ensure that the ligature properly binds to the shaft and an adequate amount of glue is present in the ligature. Further, we have not received any other complaints of similar nature for devices from this lot. It is also possible that the tortuous anatomy of the patient, calcified plaque if present in the patient's vessel and excessive tension on the device during the procedure could also lead to this failure. We currently have a corrective and preventive action (CAPA) opened to investigate possible root causes of this issue. The corrective action includes review of our manufacturing processes, materials and handling of the device. We have also made our manufacturing team aware of this issue. At this time, we are inconclusive about the exact root cause of this defect.

Event description:
The balloon came off during the procedure. They were able to retrieve the balloon.